Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, on the lung tumor, the surgeon was able to press the green button but could not squeeze the handle reason for the stapler not able to be fired. The replaced a new stapler and a new staple to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.